Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
From clinical trial study organizer: it was reported that the device was implanted in pt for administration of clinical trial drug on (B)(6) 2013. According to reporter, the pt received intrathecal infusion of clinical trial drug through device every 14 days. According to reporter, pt was experiencing pain and spasticity and remained in hospital over the weekend. On (B)(6) 2013, a saline infusion into the portal was unsuccessful; therefore, the portal was replaced the same day. Following the procedure, the pt was informed to remain in hospital until (B)(6) 2013. No permanent adverse effects to pt reported.